Manufacturer narrative:
Correction: the correction event description in b5 should have been "the new information indicates that the patient underwent a generator replacement procedure. The right atrial (ra) lead, which was capped on (B)(6) 2024, has been removed and replaced as of (B)(6) 2024. The patient remained in stable condition throughout." Rather than "the new information indicates that the patient underwent a generator replacement procedure. The right atrial (ra) lead, which was capped on (B)(6) 2024, has been removed and replaced as of (B)(6) 2024. The patient remained in stable condition throughout. The ra lead will be sent back for analysis."

Event description:
The new information indicates that the patient underwent a generator replacement procedure. The right atrial (ra) lead, which was capped on (B)(6) 2024, has been removed and replaced as of (B)(6) 2024. The patient remained in stable condition throughout.

Event description:
The new information indicates that the patient underwent a generator replacement procedure. The right atrial (ra) lead, which was capped on (B)(6) 2024, has been removed and replaced as of (B)(6) 2024. The patient remained in stable condition throughout. The ra lead will be sent back for analysis.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead with extraction tool inserted was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited a high pacing impedance. Programming changes were made in (B)(6) 2023. The ra lead was capped on (B)(6) 2024. The patient was in stable condition.